Event description:
On (B)(6) 2014, the patient underwent endovascular aortic repair with a system of gore excluder aaa endoprostheses. The stent grafts were implanted as planned without any reported complications. During a final angiographic run, however, the patient¿s right hypogastric artery reportedly could not be seen. It was noted prior to the procedure that the hypogastric artery was moderately calcified, causing an ostial stenosis. The physician indicated that the gore dryseal sheath (dsl1828/11898579) that covered the hypogastric artery during the procedure may have caused the artery to clot. The physician has chosen to take a wait-and-watch approach, and will continue to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medications: patient medications include soma, keppra, prednisone, and trazodone. A review of the manufacturing paperwork verified that the lot met all pre-release specifications.